Manufacturer narrative:
Concomitant medical products: 407458 lead implanted: (B)(6) 2018.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine check, it was found the patient's right atrial (ra) lead had undergone a polarity switch. The ra lead was switched back to bipolar pacing and during testing the lead showed no problems. At the patient's next appointment, it was found the ra lead had again experienced a polarity switch due to an impedance issue. Again the ra lead was reprogrammed back to bipolar and tested. The ra lead remains in use. No patient complications have been reported as a result of this event.